Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused phenylephrine during patient therapy. The issue was further described as; it was observed that the volume to be infused for the phenylephrine drip was 143ml. Upon inspection of the bag of phenylephrine the bag was noted to be almost full (the original volume of the bag is 250m and the pumps are pre-programmed to start the infusion with a volume of 255ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.